Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately scarred common femoral artery after a diagnostic procedure. Reportedly, during device placement, difficulty was encountered as the device was back-loaded over the guide wire into the vessel. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.